Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: weight to the spec, crease fold, deformation, wear abrasion. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is no issues found related with the manufacturing process and no openings or issues related to rupture device were observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Allergan sales representative reported rupture on an unknown side on behalf of healthcare provider. Device has been explanted.